Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-36611.

Event description:
It was reported that the customer experienced high blood glucose levels due to the insulin pump having disrupted basal settings. The blood glucose reading was 545 mg/dl. The customer stated that the basal was set to .75 to 1.45, and when he reviewed the device, it showed .375 to only .500 on five of the basal programs. He did not know if he had somehow changed the settings or if the insulin pump did it on its own. He stated that he did not remember changing the settings. The customer declined troubleshooting for the issue and also declined replacement of the device. He advised that he would speak with his doctor regarding the issue. He noted that he had low blood glucose levels when changing the settings. The most recent blood glucose reading was slightly high at 231 mg/dl on the day of the call. Nothing further reported.